Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One unopened custom pak was returned and was visually inspected. No physical damage or damage to the pack was observed that would have caused or contributed to the reported event. An evaluation is conducted to ensure each pak and item in the pak meets customer, process, and regulatory requirements. Several sizes are available to accommodate the best fit for the custom-pak. Once the custom-pak is assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has taken into account the worst case of the pouches to ensure all custom-paks meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be established as the returned sample met specifications. After an investigation of this complaint, no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced a postoperative inflammation. Additional information was received from the surgeon who indicated following an uncomplicated left eye cataract extraction with an intraocular lens implant, a patient developed a fibrin and he was concerned the patient may have toxic anterior segment syndrome (tass). The surgeon indicated the topical medications (steroid, non-steroid and antibiotic) were adjusted and the issue has resolved. Cultures were not taken. This is one of three reports from this surgeon.